Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
At bench repair, there was an issue found with no audio from the mx40. There was no patient involvement.